Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer was hospitalized on (B)(6) 2017 for high blood glucose around 500 mg/dl. The mother reported the customer's blood glucose rose to 589 mg/dl. The customer reported vomiting from food poisoning before the hospitalization. The customer was treated and released from the hospital. The customer was wearing the insulin pump at the time of the hospitalization. The caller declined to check the customer's setting and for any leaks or air bubbles present during the troubleshoot. Customer's current blood glucose was 145 mg/dl. The caller was advised to change out the entire set, reservoir and insulin. The insulin pump will not be returned for analysis.